Event description:
Situation: line not able to be attached to patient. Background: patient in clinic to receive ferrlecit infusion. Rn opened line, primed line with medication, and attempted to connect to patient¿s IV. Rn unable to connect the male luer adapter to patient¿s IV site. The adapter would not move to the end of the line when the tip protector was removed and could not be securely attached to the line. Line was discarded by site.